Event description:
A zoll dist an electrode belt indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) was confirmed. Has received, the belt would not communicate with a test monitor. Upon eval, there was an open blue communication wire and an open black pulse wire in the trunk cable. The cause for the inability to communicate is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.